Event description:
Based on a review of the medical records provided by the patient's attorney: on (B)(6) 2005 - the patient underwent reduction, repair and reinforcement of a flank hernia with a kugel patch. On (B)(6) 2006 - the patient underwent exploration and excision of suture material believed to cause a (B)(6). On (B)(6) 2007- the patient underwent excision of sinus tract and removal of suture material and infected tissue.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. A morbidly obese patient underwent reduction, repair and reinforcement of a flank hernia, post iliac crest bone graft on (B)(6) 2005. Eleven months laster the patient underwent exploration and removal of suture material. The patient had developed the (B)(6) with a sinus tract in the dorsal aspect of the incision, no deep fluid collection. One year later the patient underwent excision of a sinus tract and removal of suture material and infected tissue. During this surgery it is noted that the "patch itself appeared non-infected and was well epithelialized." Currently it is unknown whether the device may have caused or contributed to the alleged event. It is unclear if the patient's medical and/or surgical history may have contributed to the alleged event. The patient has multiple comorbidities including obesity, hypothyroidism, asthma, diabetes, anxiety, depression and drug abuse. Although the medical records do not indicate that the kugel patch was the source of the infection, the product's instructions for use state: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. According to the medical records it appears that the mesh is still implanted and only the sutures were removed due to infection therefore, no sample has been returned for evaluation. A review of the manufacturing record was performed and there was no evidence of a manufacturing related cause for the reported event. Based on information provided, no conclusion can be drawn.